Event description:
The facility reported a colleague infusion pump with a malfunction of "equipment failure." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with equipment failure was confirmed during product evaluation. Quality engineering determined the problem to be pump head module display problem. The root cause of this condition was assigned to a dim pump head module display. The pump head module was replaced to correct this condition. Additional information: a device history review was performed and no abnormality was observed in the manufacturing of this device.